Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the rechargeable batteries for the sound processor was found to have swollen within the case. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.